Event description:
Healthcare professional reported "fold, deformed¿ and later reported "implant was flipped upside down with a fold flaw on anterior surface". This record is for the left side. Device has been explanted and replaced. The device has been discarded and will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.